Manufacturer narrative:
Concomitant product: a2dr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that there was high impedance and a possible fracture of the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.